Manufacturer narrative:
The customer reported the tubing broke, and returned the sample of material 10015012, lot unknown. The sample was examined, and the complaint of separation at the lower fitment, silicon tubing, was verified. The tubing still had the blue ring retainer on the silicon, and there was a clear indent where the ring retainer was attached. The manufacturing site confirmed that the issue is not related to assembly, with evidence the set was made correctly. The potential root cause is clinical practice, and a member of our clinical team has been notified. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV pump alarming air in line. When tubing removed from pump, the tubing broke into two pieces.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.